Event description:
It was reported that the user experienced low blood glucose while using the ilet bionic pancreas, with device data indicating 0.5% time in low range and 0.0% time in very low range; additional details from the blood glucose questionnaire could not be obtained. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, disability, or other long-term impact. Investigation included a review of available device-reported glucose data and attempts to contact the user for additional context. Investigation of this case revealed insufficient information to identify a device malfunction or user-related factor contributing to the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause of the hypoglycemia remained undetermined, and no device failure was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.